Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon ruptured occurred. The 75% stenotic, de novo lesion was located in the non-calcified and moderately tortuous mid left anterior descending artery. The physician advanced the 2.25x15 maverick2 balloon to the lesion and on the first inflation, inflated the balloon to 12atms for approximately five seconds and the balloon ruptured. The device was removed intact. No patient complications were reported and the patient's status is reported as good. The predilation of the lesion was completed with the 2.25x15 maverick2 balloon. The procedure was completed with the deployment and post dilation of a non-bsc stent.